Manufacturer narrative:
1038671-2022-01502.

Event description:
As reported by legal, the patient had a right knee replacement on (B)(6) 2015. Approximately 7 years and 10 months post op the initial right tka, this male patient was revised due to accelerated and preventable wear of the defective polyethylene insert component on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.